Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change from a steel to a teflon infusion site on an ilet system, the user experienced hyperglycemia with sensor glucose reported at 310 mg/dl and a confirmatory fingerstick of 260 mg/dl; the user had been entering meal announcements to address the high glucose and was advised not to do so, then removed the site with no bent cannula observed, entered the fingerstick into the ilet, and inserted a new infusion site, after which glucose decreased to 162 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.